Event description:
It was reported that during laparoscopic gastric bypass the device was bottomed out against the trocar seal. They had grasped the tissue and close the device. When the device was fired it made a different sound, like clicking. The device was opened, the device fired partially staples but, the cut line was complete. At the distal end there were no staples. Bleeding occurred, no transfusion was given. Another device was pulled and fired eight times to complete the case. There was no patient consequence.

Event description:
This complaint is the result of a customer contacting baxter. The customer reported precipitation in the dialysate line. The temperature set at 37 degrees with a 3 liter exchange - no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) was returned instead of (B)(4) the device was received in good visual condition and with a (B)(4) reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.